Manufacturer narrative:
(B)(4). Follow up it was reported there was noted coring with solumedrol. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the plastic shield attached to a syringe and a vial. The syringe rubber stopper has a particle similar in color to the stopper vial. No other information could be obtained from the photo. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical needle sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305180, batch#: unknown. Verbatim: ¿at we have now had at least 4 noted coring with solumedrol in the ed. As mentioned, not the same lot, but definitely happening. We just found out about the recall from pharmacy, so not sure what our options are as far as product.¿ our risk team will be filing med watch and bd complaint. Additional information: the events occurred on 2/2, 2/3 and 2/21. We do not have product lot numbers from 2/2 and 2/3, as they were reported by nursing after medication given and wrappers were not saved in the ed.